Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that dissection occurred, requiring additional intervention. The patient was undergoing percutaneous coronary intervention. Vascular access was obtained via the right radial artery. The 85% stenosed, 4.0-4.5mmx53mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified middle right coronary artery (rca). An opticross imaging catheter was used to study the morphology of the lesion. After a mach1 jr 4 6f guide-catheter was engaged coaxially and a samurai guidewire crossed the lesion, pre-dilation was performed with a 3.50mm x 15mm emerge balloon catheter. With the help of 6f guidezilla long catheter-guide extension, a 4.0mm x 20mm synergy xd drug-eluting stent (des) was deployed. A 4.0mm x 12mm nc emerge balloon catheter was then used for post dilation. Using the same opticross device, the physician noted that a type e dissection had occurred from the proximal to the ostial part of the rca. The dissection was considered to have been caused by the guidezilla and mach1 catheters. When they were used resistance was felt, and the devices were engaged deeply into the rca causing the dissection. The guiding catheters and the guidewire were removed, and a 4.0mm x 38mm synergy xd was then utilized to cover the dissected area of the lesion. The procedure completed with different devices and the patient was stable post-procedure.